Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is filed to report the clip delivery system (cds) leak. It was reported that after the cds was prepared for use and set down on the table, a leak was observed at the delivery catheter (dc) handle. The cds was dried with a towel, but the leaking continued. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.